Event description:
Difficulties were met when removing the needle from the guidewire and the guidewire was blocked on the needle bevel. It was stated that there was vascular leakage and that a hemothorax occurred on the left side of the lung. Followup indicated that surgical drainage of the hemothorax was managed without difficulty. It was reported that the pt was diagnosed with ischemic cardiomyopathy; however, it was stated that it was not attributed to the described incident.